Event description:
It was reported that the stent moved upon deployment and foreshortened. A 7mm x 120mm x 130cm eluvia drug-eluting vascular stent system was selected for use in an intervention of the lower extremity with atherectomy and stenting. The 90% stenosed target lesion was moderately calcified and located in mildly tortuous anatomy. An antegrade approach was used to access the lesion. The lesion was pre-dilated. During the procedure, the stent was 25% deployed when it moved forward approximately 1.5cm to 2cm. The stent fully expanded and was post-dilated. The stent also foreshortened approximately 1cm as measured with a balloon. The procedure was completed with a 7mm x 40mm x 130cm innova placed proximally to the previously deployed stent. No patient complications were reported, and the patient is in fine condition.